Manufacturer narrative:
Product code: dqx. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to use and after the physician uses a metal object to put an additional curve on the safe-t-j amplatz extra-stiff support wire guide, the coating of the wire came off and exposed a sharp piece of the wire. The physician has reported two occurrences on separate dates. This event date is unknown. The complaint device was being prepared for a transcatheter aortic valve replacement procedure (tavr) and was not used. The patient did not experience an adverse effect as a result of this occurrence. The lot number is unknown. Please refer to medwatch 1820334-2019-00440 for the second event.

Manufacturer narrative:
Investigation - evaluation a review of the documentation, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Based on review of the manufacturing instructions and quality control instructions, there is no evidence to suggest the product was not made to specifications. The lot number of the device was not provided; accordingly, a review of the device history record could not be conducted. Attempts were made to acquire the lot number and further information to aid the investigation; however, the information was unavailable. Device codes were not contained in the labeling. The complaint is confirmed based on customer testimony; however, based on the information provided and no product returned, investigation has concluded the cause for the event cannot be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Please see h10.

Manufacturer narrative:
Information was provided by the physician to the cook representative stating the wires were already frayed out of the package and the fraying did not occur as a result of the physician customizing the curve. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.